Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the gastrointestinal videoscope was burned. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was foreign objects in the nozzle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.